Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the battery was at end of life and not functioning, so it could not be tested. The hcp was planning to replace the battery pending insurance approval. The hcp stated they will then test the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-mar-06. The hcp stated that the spinal cord stimulator (scs) battery was replaced on (B)(6)2018. The scs manufacture representative (rep) is contacting the pacemaker rep to evaluate the scs and pacemaker. The involved device was discarded. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that for about a month, anytime the patient would turn up their ins it would affect their pacemaker. The patient stated they were at their managing healthcare professional¿s (hcp) office today and were told they would have to reprogram their ins differently. The patient stated that it was the ins that was the issue. The patient was redirected to follow-up with a healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.